Manufacturer narrative:
A steris technician tested the functionality of the emergency stop safety cable and confirmed it was operating according to specification; however, confirmed discoloration of the cable. The technician replaced the emergency stop safety cable, ran a test cycle, and found the unit to be operating according to specifications. This matter is being further investigated; a follow-up MDR will be filed upon receipt of additional information.

Event description:
The user facility requested an inspection of the safety cable within the chamber of the reliance 1327 cart washer. No report of injury, procedure delay or cancellation.